Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a navistar thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-ablation, a tamponade was confirmed. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition immediately after the event. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. Patient was in sinus rhythm with occasional pvcs during the procedure. It was noted that the use of the bwi product was in no way related to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition, specifically, the patient¿s anatomical anomaly of aneurysm in the right ventricular outflow tract (rvot) region. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, overall ablation time, or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure.